Manufacturer narrative:
The patient reported skin irritation on (B)(6) 2026 while using an mcot device with flexwire configuration. The patient experienced burning sensation, irritation, rash, and blisters/welts. The electrode lot number was 27325v13. The patient sought medical treatment for the skin irritation and was prescribed a topical anti-inflammatory medication. The patient discontinued use of the device due to the skin irritation. The patient confirmed that skin preparation steps were followed correctly. The patient has a history of sensitivity to adhesives. The call center agent offered cloth electrodes as an alternative and discussed the possibility of early disconnection with the doctor. However, the patient decided to return the device. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while utilizing the electrode - pad - vermed electrode is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient has a history of skin sensitivity to adhesives. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported skin irritation on (B)(6) 2026 while using an mcot device with flexwire configuration. The patient experienced burning sensation, irritation, rash, and blisters/welts. The electrode lot number was 27325v13. The patient sought medical treatment for the skin irritation and was prescribed a topical anti-inflammatory medication. The patient discontinued use of the device due to the skin irritation. The patient confirmed that skin preparation steps were followed correctly. The patient has a history of sensitivity to adhesives. The call center agent offered cloth electrodes as an alternative and discussed the possibility of early disconnection with the doctor. However, the patient decided to return the device.